Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a percuflex biliary stent was used during an endoscopic retrograde cholangiopancreatography procedure in the common bile duct, performed on (B)(6) 2018. According to the complainant, during the procedure, it was noticed that the leading barb of the stent broke inside the patient. The piece of the broken stent was retrieved using a grasping forceps and the procedure was completed with another percuflex biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual evaluation of the returned device found that the proximal section of the stent damaged (ripped/torn) specifically the barb. Based on the product analysis, the issue could have been generated by excessive manipulation of the device by the user and/or excess of force applied to the product. The defect found is a known issue that is typically caused when the product has been pulled strongly until its breakage. Therefore, cause traced to component failure is selected as the most probable root cause for the complaint. A review of the device history record was performed and no anomalies were observed, the review confirmed that the accepted device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a percuflex biliary stent was used during an endoscopic retrograde cholangiopancreatography procedure in the common bile duct, performed on (B)(6) 2018. According to the complainant, during the procedure, it was noticed that the leading barb of the stent broke inside the patient. The piece of the broken stent was retrieved using a grasping forceps and the procedure was completed with another percuflex biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.